Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. In 2009 through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue, as mitral regurgitation was present after implant.

Event description:
The patient was reportedly experiencing intermittencies, followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.